Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that the paddle would get really hot when trying to recharge the implant. Patient confirmed that they first noticed the paddle getting hot quite some time ago and that they thought it was because it was taking so long to charge. Patient confirmed no visible damage to the recharger cord. It was also reported that they were having issues with the controller and charging their implant. Patient stated that the controller didn't hold a charge since they charged both devices at the same time; agent understood as charging the implant. Patient said that yesterday the implanted neurostimulator was at 80% and the controller was at 30%. Patient stated that the charge did not last on their controller and confirmed that the controller battery would not hold a charge when nothing was plugged into the controller. Patient mentioned that they would adjust the paddle if the recharging quality said something other than excellent. Patient noted sometimes the implant would charge in 40 minutes, over an hour and sometimes an hour and a half to charge the implant from 30% to 100%. Patient commented that if they don't use the paddle their pain would return; agent understood as letting the implant get below 30% and not charging the device. During the call, patient confirmed no visible damage to the recharger cord, battery pack, controller charging port and battery compartment. Patient reset the controller. Patient started an implant charge session and confirmed they were recharging excellent with the controller at 30% and the implant at 80%. Patient noted that they used the equipment almost all day yesterday and that the numbers on the screen hadn't changed. The issue was not resolved. An email was sent to the repair department to replace the controller, recharger, and battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient h3: analysis of the recharger (serial# (B)(6) ) found it was stuck in passive recharge mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.